Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed motor test. Unable to perform occlusion,the excessive no delivery test. Due to motor error alarm. Unit was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was performed. The device was returned for analysis.